Event description:
Patient critical ¿ altered mental status (ams) /cardiac. Patient with cold extremities and known left ventricular hypertrophy (lvh)/cardiogenic shock history). Patient stuck 5 times with nexiva intravenous lines (IV)'s - flashes of blood but no drop down blood in pigtail. Unable to get labs, delay in care, need for ultrasound (us) IV, critical troponin and need for bipap.